Event description:
Reporter alleged blood glucose device read 256 mg/dl and customer went to the emergency room (ER). It was reported ER meter read 127 mg/dl within 30 minutes however no treatment was received. A request was made for the return of the subject device and replacement product was sent.